Event description:
It was reported that a wearable failure was reported. The sensor was inserted into the arm. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient was not aware that his wearable failed. When he check the fingerstick, his glucose was 455 mg/dl. The patient attempted to self-treat by injecting insulin. The tandem pump was reportedly not working. He had symptoms of diabetic ketoacidosis including extreme vomiting. He called his doctor who advised going to the emergency room. He was admitted to the ICU as his kidneys were failing. He underwent renal blood testing. Medications were not documented. He was transferred to a regular room and discharged after stabilizing. At the time of the report, the patient was feeling fine. Data was provided for investigation. The allegation was confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.